Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was implanted in a patient with severe aortic stenosis, significant calcification, an aortic valve area (ava) of 0.4 cm2, pre-existing atrial fibrillation and a high creatinine level. The patient reportedly was admitted for the transcatheter valve procedure in a very ill condition. During the implant of the transcatheter valve, when the non-medtronic pigtail catheter was inserted in the left ventricle, ventricular tachycardia (vt) occurred and defibrillation shocks were delivered. The pressures went down and did not recover, therefore, cardiopulmonary resuscitation (CPR) was performed for approximately ten minutes. After some stability was attained, a balloon valvuloplasty was performed. After this, the pressures recovered and the patient was stable and the transcatheter valve was deployed successfully. Mild paravalvular leak (pvl) was observed. A post-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon, and the pvl was reduced to trivial. The patient was stable and the procedure was concluded. Of note, the case was done under intubation and the patient did not wake up post procedure for more than twenty-four hours. A neurologist suspected stroke, however, it was determined that a stroke did not occur. The patient was doing hemodynamically well and the creatinine level also reduced. Three days following the valve implant, the patient opened their eyes and started responding to verbal commands. However, that night a refractory vt storm occurred, and the patient subsequently died. The cause of death was reported to be ventricular arrythmia and cardia arrest. Per the physician, the death was not due to the valve. An autopsy was not performed.